Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy procedure, they took the handle from charger, then inserted the handle to the shell as usual. Then they connected the adapter and the cartridge, and checked jaws opening/closing, the display screen reacted with no problem. For a few minutes, they left the device on the table. When they took the device, the display screen was blackout. They pushed center control and rotation button, however the device did not react at all. Replaced by another handle and new shell, and connected to the original adapter and the cartridge, then the device normally reacted and the procedure was completed. They re-inserted the handle in question to the charger, the charger status indicator was flashed green, then, a few minutes later, and it turned to green illumination. Then they inserted the handle to the shell, however the display screen was still blackout. No calibration sound was heard. They noted the upper part of the handle was hot for a few hours. The event occurred during the procedure but the product was not used for patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.